Event description:
Additional information received indicated that the device was reprogrammed as suggested by technical support. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of oversensing due to myopotentials were noted on the device. Technical support recommended reprogramming the device to resolve the issue. The patient was stable with no consequences.